Manufacturer narrative:
Concomitant medical products: 700fc27 heart band, implanted: (B)(6) 2016, 900sfc32 heart ring, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that inhibition of pacing as a result of rv lead oversensing was observed. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient experienced syncope. No further patient complications have been reported as a result of this event.